Event description:
The patient experienced a shocking or jolting sensation at the implantable neurostimulator location. Movement caused stimulation changes. There was no known incident or accident related to the complaint. The patient was at home at the time of the call and his status was reported as 'fair'. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.